Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine leiomyoma ('uterine fibroids') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems"), cystitis ("cystitis"), infection ("infection") and surgical procedure repeated ("complication during removal- repeat/multiple surgery") and was found to have uterine leiomyoma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), uterine neoplasm ("tumor in uterus") and weight increased ("weight gain"). The patient was treated with surgery (essure removed, ablation and surgery). At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, uterine leiomyoma, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, psychological trauma, vaginal discharge, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, neoplasm, visual impairment, cystitis, infection, uterine neoplasm, surgical procedure repeated and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, infection, menorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, surgical procedure repeated, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine neoplasm, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, psych injury, migration, fallopian tube perforation, vaginal discharge, urinary problems, fatigue, gi condition, hair loss, dental problems, hormonal changes, migraines, headaches, vision problems, uterine fibroids, cystitis, infection, tumors/ tumor in uterus discrepancy noted for removal of device: complications during removal surgery? Repeat/ multiple surgeries , if no removal planned, select reason: medically unfit diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event injury was updated to events: dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, psych injury, migration, fallopian tube perforation, vaginal discharge, urinary problems, fatigue, gi condition, hair loss, dental problems, hormonal changes, migraines, headaches, vision problems, uterine fibroids, cystitis, infection, tumors/ tumor in uterus and complication during removal- repeat/multiple surgery, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.